Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd posiflush¿ normal saline syringe there was an issue with barrel/flange damage and missing scale markings. It was stated by the customer ¿a total of seven defective samples were found. The nurse found three flush¿s with the flanges broken when the package was opened. The nurse found four flush¿s with scale markings missing when the package was opened.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
One sample and two photos were available for evaluation by bd. A quality engineer was able to inspect the sample and determined that there was no label on the barrel of the syringe. The engineer also reviewed the photos and found that the flanges were damaged as well thus verifying both reported failures. The issues were determined to be associated with the plunger rod labeler equipment. The equipment was inspected and any adjustments were made and verified. A device history review was performed and zero defects were found during production of batch 7026899. Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. CAPA not required for this event. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.